Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt with left femur fracture on (B)(6) 2011 was implanted with lcp plate and screws on (B)(6) 2011. An x-ray on an unk date showed the fracture was delayed and scheduled the pt for add'l graft to be added. Before the second surgery another x-ray was taken that showed the most proximal locking screw was broken. Pt was returned to operating room on (B)(6) 2012, bone graft was added and the broken screw was removed, however the shaft remains in the pt. This is 2 of 3 reports.